Manufacturer narrative:
UDI related data quality updates only.

Event description:
A healthcare professional reported that nmaf4220 implant lacked primary stability due to low torque. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.

Manufacturer narrative:
Lot number was not provided, therefore the device history records could not be reviewed. Should the lot number will be provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.